Event description:
A caller reported encountering a cgm error 42 while using their g7 sensor. After receiving guidance from technical support, the caller performed a pump reset. Following the reset, the pump no longer displayed the cgm error. The caller successfully initiated their sensor session, and there was no adverse impact to the customer's blood glucose level.